Event description:
The customer reported that on (B) (6) 2009 at the time of the initial tracheostomy, the respiratory therapist noted low tidal volume and found the cuff was deflated. A non-routine replacement of the tube was required.